Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, malformed clips were deployed from the devices when fired across the cystic duct. Another device was used to complete the procedure. There was no adverse consequence to the patient.